Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported having a severe occlusion using skinvive¿ by juvéderm®. Hcp stated using the proper injecting technique, and they did not think it went too deep. The skin color began to change and eventually darkened. Hcp was able to treat the occlusion with several rounds of hylenex which resolved the issue.

Event description:
Healthcare professional later clarified "discoloration near the injection site that spread, appeared like bruising." The "blanching and discoloration" appeared immediately upon injecting and continued to get worse until hyaluronidase was applied, which was the ultimate resolution.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, c1, c3, d4, h4, h6